Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and insulin squirted during priming process. Customer's blood glucose level was unknown. Customer stated that there was crack in insulin pump case on corners and battery cap area. Customer also mentioned that battery life was diminished and insulin pump rejected the batteries. Customer stated that they received unexplained no delivery alarms. Customer stated that the insulin pump was louder during rewound process. Customer reported that reservoir was able to lock in place when inserted into insulin pump. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.